Manufacturer narrative:
(B)(4). The pump remains implanted at this time and it does not appear that the pump will be explanted in the near future; therefore, it is not possible to perform an evaluation on the pump and determine the root cause of this complaint. A review of the device history records revealed that this pump, lot npbmj2 met specification requirements when released to stock on january 29, 2014. At this time this complaint is considered to be closed, should the pump be explanted at a later date, this complaint will be reopened and an investigation will be performed. Device remains implanted.

Event description:
Clinical nurse reported in an email that she wanted to get this to you as soon as possible and it does end on a very good note but wanted to report the incidence just in case it needed to be documented. (B)(4) with a medstream pump serial (B)(4), model #914201us had a pump refill performed monday, (B)(6) 2014 by dr. Of (B)(6). The refill went smoothly with a 10ug/day increase in dose to make the daily dose 165ug/day at 9am pdt. Tuesday night around 7pm pdt, the patient started having blurry vision, sweating and then according to the patient¿s wife, he got very weak and sleepy and she had trouble getting a blood pressure. She states she called the clinical call line but they were closed for the day as it was after 5pm edt. The patient did recover slowly and according to him he was just very weak. The next morning wednesday, (B)(6), they called dr.'s office who then called me at 1230pm edt. The nurse was wondering if this had anything to do with the refill. On first thought, we thought no because it was over 24 hours after the refill. I called her back and asked her to check the chart and see if possibly the wrong drug was injected into the pump. The doctor refilled the pump with 2000 ug/ml concentration gablofen instead of 500 ug/ml concentration as prescribed. The patient was brought into the office and a reprogramming of the pump to change the concentration to what is actually in the pump which means a bridge bolus is an option to be performed when the concentration is changed during a refill. Since this was not a refill but just to change the concentration and dosing of the patient, the bridge bolus option should not have been chosen since the new concentration (2000ug/ml) is already being infused into the patient. The dr. Did choose the bridge bolus option unbeknownst to (B)(6) or myself as they did not call for assistance with the programming as we requested. When (B)(6) told me this right after the programming occurred, I called dr. Emergently within the minute and he immediately called the patient to come right back to the office. This time he did call us for assistance with the programming. He stopped the program and restarted, so that the bridge bolus was stopped and the infusion of 2000ug/ml gablofen at 200ug/day began. Later in the day 530pm edt, the patient called the ccl to be able to speak with me. He said he felt great and just a little weak like he always is after they increase his dose. What had happened the night before is his wife pressed the wrong prompt to get pump assistance immediately which is #1. The prompt does say for nurses or clinicians needing assistance but not patients, so that is why she did not choose that option. The patient states he is very pleased with the pump and our assistance and my explanation to him of what happened. Any questions please don¿t hesitate to call or contact me, (B)(4) 2014 rep reported that there are no plans to explant the pump.